Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: perforation not sealed, requiring medical intervention. Device issue: leak - stent graft. It was reported that a perforation occurred with another company's device. A graftmaster stent was implanted to treat the perforation; however, the perforation was not sealed. Balloon inflations were used to completely seal the perforation. No additional event or patient information is available.